Event description:
Device was implanted on 2/6/97, for intrathecal infusion of morphine for treatment of pain. On 3/6/97, MFR's international distributor informed the MFR via fax that the device was not functioning; however, there was good flow of fluid from the intrathecal catheter. Additionally, it was reported that the pressure of fluid was 8-10 cm water, and pressure in bolus was 12 cm water. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the exterior surfaces of this device showed no metallurgic defects. Normal usage with no internal damage was seen on the device center and sideport septa. The device catheter showed no holes, cuts or tears and was patent. The device flowed within original MFR flow rate specifications as received. Leak testing of the device confirmed the device did not leak. The device performed as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this cat. Number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The device performed as intended during the MFR's analysis for the device; therefore, based on the info available and the results of the MFR's analysis, the report that "the device was not functioning" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.